Event description:
It was reported that the needle did not move forward when the pod was activated; this indicates a needle mechanism failure. The pod was not worn.

Manufacturer narrative:
The device has been returned/received to date and is pending an investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The device was received deployed. The data shows that the device completed both priming sequences with an expected number of pulses in each sequence. Inspection of the cannula assembly found the exposed portion of the soft cannula to be torn. Fluid was observed leaking out of the intended fluid path from the tear in the soft cannula. It could not be conclusively determined when or how this damage occurred. Inspection of the needle mechanism components found no damages or manufacturing deficiencies that would prevent the needle mechanism from deploying as intended. The cause of the reported event could not be determined.